Manufacturer narrative:
On 22 september, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience an unexpected reset. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.on 22 september, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience an unexpected reset. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 160 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.